Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in-clinic after implant, high capture threshold, low impedance, and undersensing were observed. Dislodgement was suspected. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.